Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. Flat wire was found protruding from the delivery system outer shaft. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The analyst noted that the full delivery system was returned and the wire is protruding 1 cm from the device cup. The outer shaft is 3.5 cm from the device cup the inner shaft is kinked at 1 cm from the recapture cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are:micra, model #: mc1vr01-delsys / expiration date: 14-nov-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 02-aug-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-may-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was an attempt to floss the tether of the delivery system (ds) and resistance was encountered. It was noted the tether was twisted upon itself all the way into the handle, upon untwisting the tether, the ipg dislodged. The ipg was recaptured into the cup and the ipg was repositioned and the same issue reoccurred. The ipg and ds were removed from the patient and the tether was untangled while confirming it was not tangled on the ipg itself. The ipg was repositioned and deployed, after cutting the tether resistance was encountered during removal of the tether. It was also reported the ipg dislodged with tether manipulation. The ipg was removed by locking the tether and advancing the cup over the ipg. The ipg and ds were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.